Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined the drawer controller board was defective. The field service engineer conducted a replacement of the controller board and performed testing on the drawer within the pyxis diagnostic and pyxis application in collaboration with a pharmacy technologist. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, main drawers did not operate as expected. The customer reported that the main drawer was obstructed, necessitating a manual opening. This malfunction resulted in a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.